Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise, oversensing and high number of sensing integrity counter (sic). The rv lead was reprogrammed and both leads, rv and ra leads, remains in use. No patient complications have been reported as a result of this event.